Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 4.0 x 200 mm 200cm ranger drug-coated balloon catheter balloon was advanced for dilation. However, it was noted that the balloon ruptured during the first inflation. The device was removed without any problem using the normal method, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.